Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2017. The revision surgery occurred because of possible patient fall and cup dislodge into protrusion. During the revision, the original omni acetabular cup, acetabular insert, femoral component, femoral head, and femoral neck were explanted. A non-omni acetabular cup and liner were implanted, and the original size 6 femoral stem was replaced with a size 7 femoral stem, the long neck was replaced with a medium modular neck, and the 38mm x 0mm femoral head was replaced with a 40mm x +0mm head.